Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The cause of the patient no longer feeling stimulation was due to high impedance levels of over 40,000 ohms on contacts 0-6. Contact 7 was over 26,000 ohms and contacts 8-15 were all normal. The representative was able to program on contacts 7 and 15 and as a result the patient had 80% coverage on the left and 100% coverage on the right. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient is no longer feeling the stimulation. He confirmed it is on and that he has been able to charge like normal, he is just no longer feeling anything. No complaints of recent fall or trauma. No environmental/external/patient factors that may have led or contributed to the issue. Patient will be seen by rep on 02-01-2018 for assessment. The issue has not been resolved at the time of this report. The health care professional (hcp) has no further information for manufacture. No surgical intervention occurred or planned. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the high impedance was not determined but that the patient was in the process of getting insurance approval for a possible lead revision to fix the problem. No further complications were reported.